Event description:
It was reported that the pump battery was unresponsive. Customer resolved the issue and successfully resumed insulin delivery with the pump. There was no reported adverse impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.